Manufacturer narrative:
Additional information was provided that the patient was tested on a centaur analyzer. Tsh: 0.696 uiu/ml (normal range: 0.390-4.01 uiu/ml), ft4: 1.23 ng/dl (normal range: 0.83-1.71 ng/dl), ft3: 1.7 pg/ml (normal range: 2.2-4.1 pg/ml).

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys ft3 iii results for one patient sample from a cobas 8000 e 602 module. The serial number was requested but was not provided. The sample was submitted for investigation and was tested on a cobas 6000 e 601 module and cobas e 411 immunoassay analyzer. Refer to the attachment to the medwatch for all patient data. The first result was automatically reported to the physician. There was no allegation of an adverse event. A specific root cause could not be determined. Possible root causes for this type of event include incorrect preparation of the sample leading to microclots/fibrin filaments or reagent specific issues such as bubbles/foam on the reagent surface. From the information provided, a general reagent issue was not likely.

Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor to the assay antibody/ idiotype was identified. This interference is documented in product labeling for the assay. The incidence rate of the identified interfering factor is monitored on a quarterly basis.